Event description:
The pt was admitted to the hospital on (B)(6) 2013 with an ongoing ventricular tachycardia. Interrogation of the subject ICD revealed that the last shock was not delivered by the ICD (impedance of 0 ohm (overload)). Eps shock (manual shock activated through the programmer) was attempted unsuccessfully. The lead implanted was a sorin isoline 2ct-6 s/n (B)(4) (under advisory - (B)(4)). The pt was transferred to another centre for lead revision.

Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.